Event description:
The customer reported that the procedure was a diagnostic colonoscopy examination and the device failed in the middle of the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer:

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the handling of the forceps - it was further concluded that the event was not due to the subject device. - the user inserted a forceps with a forceps cap into the device during procedure. - then the cover came off and got stuck in the biopsy channel. - leak was detected at the biopsy channel. However, relation between the leak and the above event was unknown. No further cause could be presumed for the aforementioned leak. The instructions for use (IFU) includes the actions for irregularity during procedure as follows: operation manual, chapter 5 troubleshooting, 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and it was confirmed that due to clogging of the channel tube, forceps cannot be inserted. The additional evaluation findings are as follows: due to damage on the channel tube, water tightness was lost and the light guide bundle was broken slightly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope¿s protective cover of the biopsy forceps is stuck in the forceps channel. The issue was found during a procedure which was completed with a similar device there were no delays and no reports of patient harm.